Event description:
It was reported that the device was explanted because the patient received a heart transplant. No device problems were reported. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.